Manufacturer narrative:
(B)(4).

Event description:
A nurse contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver studio software was not resetting properly between patients. No additional event or patient information is available. The device was not returned. The data was provided. The reported event could not be confirmed through data log review. A root cause for the reported event cannot be determined.